Event description:
Iradimed mr compatible IV pump malfunction occurred. Door alarm went off at start of infusion, was unable to be silenced by the alarm silence button and start/stop button not functioning. Pump was powered off, restarted and tried again without change. Pump sent to biomedical. Second pump used, scan delayed by about 10 mins. "Check door a" alarm activated. Unable to clear.